Manufacturer narrative:
Reported event an event regarding crack/fracture involving a triathlon insert was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event could not be determined because insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised due to patient dislocating (femoral component riding off the posterior of the insert). Intra-operatively, the post of the insert was found to have broken off of the insert. The patient was revised from a 7x9 ps insert to a 7x12 ps insert. There are no allegations against the femoral component, which was not revised. Rep confirmed that no further information would be released by the hospital or surgeon.